Event description:
It was reported that in xio: when adding, deleting, copying, or reviewing mlc segments for split beams for a tertiary mlc model (e.g. Varian), it is possible for the jaws to be incorrectly set. When this occurs, the jaws are moved in; thus, there will be some open mlc leaves positioned outside the jaw field. It is also possible for the jaws to be incorrectly set (e.g. Reviewing mlc segments) without automatically triggering a new dose calculation for the new jaw size. When editing segments for a beam that has both incorrect fixed jaw size and max extent jaws size, changing the segment number being displayed causes the fixed jaws size and max extent jaws size to update. However, the segment editor is not informing the calc manager that a new dose calculation is required when only the jaw size has changed. There was no patient involved at the time of the event. No further info was reported.